Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message on the user control panel. The user was unable to clear the error message due to a stiff or stuck drive shaft. No patient involvement.

Manufacturer narrative:
The report of the autopulse (sn (B)(4) displaying user advisory (ua) 45 (driveshaft not at "home" position after poweron/restart) error message was confirmed during functional testing and archive data review. The root cause is due to a defective encoder gearbox due to wear and tear. Visual inspection of the returned platform was performed and found no physical damage. Evaluation of the platform during initial power up, revealed ua 45 message on the user control panel. It was indicated that the encoder drive shaft was stuck. The autopulse platform is a reusable device and was manufactured in 20 dec 2011 and is 8 years old, well beyond the expected service life of five years. Therefore, this type of issue is characteristic of normal wear and tear. During archive data review, multiple ua 45 error messages were observed on the date the event occurred. Thus, confirming the reported complaint. Upon replacement of the encoder gearbox; the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).